Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient had two leads from the same lot (for off-label use). It was reported one of the patient leads placed in the supra-orbital area had migrated. In turn, the patient lost therapy. As a result, the doctor explanted and replace the lead that had migrated. The doctor also electively explanted and replaced the patient's ipg (with a different model). Therapy was restored post-op.